Event description:
Pt alleges that while using cane, she fell. She had had a stroke one year ago. Although source of report stated the pt had injuries, when we spoke with her concerning the matter, she did not mention any injuries. Also, from conversation with pt and also her son-in-law, it does not appear any product failure. However, will follow through and report finding shortly.